Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no findings. - attachment: (B)(4)

Event description:
A user facility medwatch (B)(4) was received by terumo on december 28, 2017 and reported the following. The device was deployed as per manufacturer protocol. Upon the final step to deploy, and to move the tamp tube down to push the collagen onto the arteriotomy, the device unsnapped and the back end of the device (portion that houses the suture and gears) that clicks second onto the angio-seal sheath. They re-engaged the back, end again it came undone again. No other option was left but to cut the sheath shaft and retain the suture. They were able to slide the tamp tube and sheath off. Manual pressure was held until they were able to cut the remaining suture in the tissue track of the right femoral site. One hemcon device patch was applied, and thirty minutes of manual pressure was applied followed by a femstop device. There was no hematoma noticed after the event or the manual holding. The patient had good pulse distal after the femstop was placed. Additional information was received on january 04, 2018. There was no blood loss reported, and the patient was fine after the procedure.

Manufacturer narrative:
This report is being submitted as follow up no 1 to provide the completed investigation. One used 6fr angio-seal evolution device was received for product evaluation. No accessory components were returned with the device. The returned device was subjected to visual analysis. There was blood like substance present on the returned device. The hemostatic sheath hub could be seen mated with the deployment sleeve with the color bands fully exposed. The button was hard. Both the hemostatic sheath and the carrier tube assembly had been severed. The hemostatic sheath was severed 4.623" from the distal tip as measured with the sliding gauge. The carrier tube was severed 5.33" from the distal tip as measured with the sliding gauge. A portion of the tamping tube was visible in the severed carrier tube assembly. The hemostatic sheath hub and deployment sleeve were then intentionally unmated and observed for any anomalies that may have led to the hemostatic sheath becoming detached from the deployment sleeve. There was deformation of the hemostatic sheath hub and deployment sleeve indicative of forced detachment. There were no structural anomalies noted. Additionally, there was substantial blood like substance present on the bypass tube and hemostatic sheath hub. There is no evidence that this event was related to a device defect or malfunction. From the returned device, the severed hemostatic sheath and carrier tube assembly were consistent with the event description where the user intentionally cut the device. The complaint was confirmed for detached/separated. The only anomaly observed with the hemostatic sheath hub and the deployment sleeve was consistent with forcible removal. It is unclear what led to this removal.